Manufacturer narrative:
Product labeling states the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.

Event description:
On 04/13/2009, it was reported that a patient had a vein-stripping procedure where steri-strips were used. On (B) (6)2009, upon follow-up with physician, large fluid filled blisters were noted under most, but not every steri-strip. The tops of the blisters were removed when the steri-strips were removed. The pt reported that other strips were "embedded" in the skin and it was hard to find a corner to lift. Removal was painful. The blisters were treated with hydroquinone compounded by the pharmacy. Scarring has occurred.